Event description:
During implant procedure, increased capture threshold was noted on the left ventricular (lv) lead. The lv lead was not implanted and successfully replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.